Event description:
Related manufacturer ref: 3008452825-2022-00088, 3008452825-2022-00089, 2184149-2022-00068. During a premature ventricular contractions ablation procedure, two catheters experienced an issue where the contact force did not display. Both catheters had been inserted into the patient. The tactisys connections were then checked with no resolve. A third catheter was used and the same contact force issue occurred, but the catheter was continued to be used without contact force and the procedure was completed with no adverse consequences to the patient. Due to the issues, a prolonged procedure occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis indicated that no contact force was displayed when the device was connected during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical problem and subsequent delay could not be conclusively determined.